Event description:
It was reported that during use of the bd¿ sedi-40 the mixer does not work so samples can not be mixed. The following information was provided by the initial reporter: mixer does not work , there is no possibility to mix the samples.

Manufacturer narrative:
H.6. Investigation: investigation summary: bd received instrument from the customer facility for investigation. The instrument was sent to manufacture to be tested/evaluated and the customer's indicated failure mode was observed as all product specifications were met. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for broken with the incident lot was observed as all samples met the required specifications. Root cause description: although the cause of the malfunction was identified as the mixer was malfunctioning, the reason as to why this occurred could not be established. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10

Manufacturer narrative:
(B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during use of the bd¿ sedi-40 the mixer does not work so samples can not be mixed. The following information was provided by the initial reporter: mixer does not work , there is no possibility to mix the samples.